Manufacturer narrative:
The insulin pump was received with no moisture damage found on the keypad assembly, battery tube and vibrator assembly however, moisture damage was found on the motor and electronic assembly during our visual inspection. Rewind functioned properly during our testing. No motor error alarm noted and passed the motor test. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during rewind. Customer confirmed that the insulin pump may have recently been exposed to moisture. The customer also reported that liquid was visible under the display. Blood glucose level at the time of the incident was 135 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.